Event description:
At implant the implantable neurostimulator (ins) showed out of range impedances. The values for the out of range were pair 0 and 4 and all electrodes with 10-15 were greater than 40,000. They ran impedances a second time and they showed different out of range electrodes in both channels but they did not have the values. The ¿xxx¿ values were seen on some electrodes at some point while running the impedances. The doctor made the decision to close up and see if the issue resolves post-op. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).